Event description:
It was reported that there was an issue with the incorrect time setting on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts in updating the pump time and advised to monitor the time for any future discrepancies. Despite this assistance, the cause of the incorrect time remained unknown. Cts initiated follow-up actions, including offering a software update and transferring to renewals if requested, leaving messages, and planning to send a follow-up email before closing the case.